Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device appears to be related to user technique/procedural circumstances that ultimately resulted in the reported single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other device is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) with the first implanted clip (80108u109). It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip delivery system (cds) cds 80108u109 was advanced to the mitral valve and was successfully implanted in a2/p2. Mr was reduced to 2. To further reduce the mr, a second cds (80108u110) was advanced to the mitral valve for implantation, however the second clip interacted with the first clip and it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda); mr returned to 4. The second clip was implanted in a3/p3, and a third clip was implanted in a1/p1 to stabilize the slda clip; reducing mr to 2. The patient is in stable condition. There was no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.